Event description:
It was reported that 24 hrs after implant of a vena cava filter, the pt presented to the emergency room with back and groin pain. Allegedly, a computed tomography scan demonstrated that the filter had tilted and two legs were observed outside of the contrast column by approximately 3-4 mm. One of the legs was observed penetrating the aorta. The filter was successfully removed with a recovery cone removal system. A competitor's filter was successfully implanted. The pt is currently asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed as the lot # was unk. The filter and the delivery system were discarded by the user facility; therefore, not available for eval. Despite attempts, case images were not provided for eval. The result of the investigation was inconclusive as no sample or films were returned for eval. The event root cause is unk. The current IFU (instructions for use) states: potential complication: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall.